Event description:
The article, "transcatheter mitral paravalvular closure: a single centre experience with techniques and outcomes", was reviewed. The article presented a retrospective, single-center study on percutaneous paravalvular leak (pvl) closure with techniques and outcomes. Devices included in this study were amplatzer vascular plug (avp) iii, avp ii, and occlutech devices. The article concluded that this single-center study with a limited number of patients confirmed that transcatheter mitral paravalvular leak closure (tmplc) is a safe and effective procedure to improve symptoms and severity of pvl. [The primary and corresponding author was alev kiliçgedik, basaksehir çam ve sakura city hospital, university of health sciences, basaksehir olimpiyat bulvari yolu, basaksehir, istanbul 34480, turkey, with corresponding email: akilicgedik@yahoo.com]. The time frame of the study was from 2012 to 2021. A total of 45 patients were included in the study with 60 devices implanted, of which 58 (96.7%) devices were abbott. The average age was 62 years and the average gender was male. Comorbidities included paravalvular leak/regurgitation, congestive heart failure, hemolysis, diabetes, hypertension, coronary artery disease, hyperlipidemia, cerebrovascular accident.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Attachment: article titled ¿ transcatheter mitral paravalvular closure: a single centre experience with techniques and outcomes".

Manufacturer narrative:
B2 - date of death is estimated. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided. The additional patient effects reported in the articles are captured under a separate medwatch report. Summarized patient outcomes/complications of transcatheter mitral paravalvular closure: a single centre experience with techniques and outcomes were reported in a research article in a subject population with multiple co-morbidities including paravalvular leak/regurgitation, congestive heart failure, hemolysis, diabetes, hypertension, coronary artery disease, hyperlipidemia, cerebrovascular accident. Some of the complications reported were surgical intervention, off-label use, death, intracranial hemorrhage, infective endocarditis, surgical intervention, hospitalization, hemothorax, bleeding, protrusion into the left atrium/ventricle these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis.